Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a low sensor scan result of 54 mg/dl compared to how they felt. The customer was asymptomatic and was unable to self-treat, requiring treatment by a non-healthcare professional with four glucose tablets and polvoron. The customer's daughter called an ambulance. A capillary glucose test was performed by a healthcare professional without adc device comparison, and the customer's glucose level was approximately 480 mg/dl. The customer was then transferred to the hospital for unspecified IV infusion treatment. There was no report of death or permanent impairment associated with this event.